Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2019 by arthroscopy, sports medicine, and rehabilitation titled "predictors of clinical outcomes after proximal hamstring repair." The study reviewed one hundred fifty-eight (58) patients who underwent hip procedures using arthrex swivelock to treat acl/pcl instability. Two (2) patients had muscular tendon instability during the twenty-niine (29) month follow-up period. Ref: bowman, e. N., et al. (2019). "Predictors of clinical outcomes after proximal hamstring repair." Orthop j sports med 7(2): 2325967118823712.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.